Event description:
Customer alleged lancet protruded from softclix plus lancet device. No accidental sticks were reported. A request was made for the return of the suspect device and replacement product was sent.